Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a parameter error message. Further information was requested however, was not provided.

Event description:
New information noted that the pacemaker was found in backup operation. No intervention was performed.

Manufacturer narrative:
This report is related to previously reported complaint of parameter error message and bvvi, MFR number 2017865-2020-22624.